Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture, capsular contracture (baker grade unknown).

Event description:
Healthcare provider reported a left side rupture, capsular contracture unknown baker grade and implant removal from textured to smooth due to the concerns of the product. Physician later confirmed a baker grade iii. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: yellow particles in the shell, opening curved on posterior and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, creases fold, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare provider reported a left side rupture, capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.